Event description:
Pt was being assisted off bed pan by c.n.a. Pt stated she held onto the left half side rail while being assisted. Pt heard a crack and saw the half rail fall off the bed. Pt at that time, fell off the bed lying on her stomach on the floor. Resident was transfered to hospital for eval. Pt was returned back to facility the same day. X-ray at hospital revealed a non-displaced proximal humerus fracture of the right arm. See scanned page.